Event description:
Patient presented to physician for two week post-operative visit on (B)(6) 2021 with tongue weakness and trouble swallowing. Physician prescribed steroids to address patient symptoms.